Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: not performed as medical records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as device return, x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time.

Event description:
After patient had a primary total knee, she fell and opened her initial incision and proceeded to recover. She continued to have issues after the fall and had an unstable knee. The knee was revised and the medial collateral ligament was insufficient and caused the knee to be unstable. Patient was revised to a triathlon ts.

Event description:
After patient had a primary total knee, she fell and opened her initial incision and proceeded to recover. She continued to have issues after the fall and had an unstable knee. The knee was revised and the medial collateral ligament was insufficient and caused the knee to be unstable. Patient was revised to a triathlon ts.